Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no failed battery alarm was noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they kept receiving failed battery test alarm and battery out limit alarm. The customer's blood glucose was 12 mmol/l at the time of incident. The customer stated that they were going through batteries faster than usual. The insulin pump will be replaced and will be returned for analysis.